Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/19/2025, it was reported by a sales representative via phone that an ar-3636 fibertak implant was not able to seat. This occurred during use in a case with no patient effect. No delay to case.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is user error, specifically insufficient fixation when seating the anchor.